Manufacturer narrative:
A patient experienced infection at the ipg site was reported to abbott. The patient was treated with antibiotics and explanted. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that patient experienced infection at the ipg site. Patient was treated with antibiotics and explanted at unknown date to address the issue.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. Date of explant is unknown.